Event description:
The initial reporter complained of a labeling issue for one reagent pack for elecsys estradiol iii (estradiol iii) being used on a cobas 6000 e 601 module. The label on one bottle of the reagent pack was for elecsys hbsag ii (hbsag ii) with a lot number of 54834202, expiration date (B)(6) 2022. The label on the other bottle of the reagent pack was for estradiol iii with a lot number of 53907103, expiration date (B)(6) 2022. The reagent pack was used on the instrument and the correct information for estradiol iii was displayed on the instrument.

Manufacturer narrative:
Both reagent lots are expired. The reagent pack was requested for investigation; however, the customer has discarded it. The investigation visually checked 2 retention kits for hbsag ii reagent lot number 54834202 and 2 retention kits for estradiol iii reagent lot number 53907103. All 4 retention kits were labeled correctly. For each reagent lot, the date of production and the packaging lines were checked. A mix up during packaging/labeling is not likely as the reagent pack lots were produced on different days and on different lines that are located in different buildings. There were no similar issues identified for either lot number. Since the reagent pack in question is no longer available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.